Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump stopped while running tests. The console appeared to show motor stop command received. The issue was reported with and without the monitor connected. The console and motor would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console was returned for evaluation following the reported event of the motor speed dropping to approximately 0 revolutions per minute (rpm); however, it was determined that the returned console was unrelated to the cause of the reported event. The returned centrimag console was evaluated by service depot on 10sep2025 alongside known working testing centrimag equipment and successfully operated in a mock circulatory loop for several days without any issues or atypical alarms produced. A full functional checkout was performed and the returned console passed all steps of testing without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. A log file was downloaded from the returned centrimag console and the data in the log file did not indicate any issues with the console. The reported event could not be correlated to an issue with the returned centrimag console. The device history records were reviewed and the records revealed that the centrimag console, serial number l03936-0009, was manufactured in accordance with manufacturing and qa specifications. The console was shipped to the customer on 08jul2015. The current revision of the instructions for use (IFU) and operation manual can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual (rev. D) section 10 ¿ "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. D) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor and flow related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
As of 22jul2025, the site confirmed that no patient was involved in the event. The event occurred during recirculation of a wet-primed circuit and recurred during evaluation. The site did not identify a cause for the issues.